Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation is ongoing. No conclusion can be drawn.

Event description:
During a tllif procedure with posterior fusion approximately 1/2 inch of the probe broke off in the left l5 pedicle. Patient's bone was reportedly very hard. Surgeon burred around the tip and removed most of it from the patient. One very small piece could not be removed and surgeon placed a screw over it.